Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated while in use during the procedure. There was no patient impact reported.

Manufacturer narrative:
Analysis found that the device was received in good cosmetic condition. The customer's complaint could not be confirmed and there was no fault found. The temperature test was performed with customer's console; no deviations found. Temperatures after 1 minute: gear: 80f motor: 80f bearing: 80f and temperatures after 5 minutes: gear: 92f motor: 92f bearing: 90f. The device was cleaned, tested and passed in accordance to service repair instructions. (B)(4). If information is provided in the future, a supplemental report will be issued.